Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations through the product technical investigation process. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable cause of the alleged failure - the front panel being non-responsive - is due to damaged board. Reasonably known information suggests probable causes of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lightsource had front touch panel was not working and the light emitting diode (led) did not light up. The issue occurred during inspection for use for a diagnostic bronchoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.